Event description:
The patient underwent treatment for an abdominal aortic aneurysm (aaa) on (B)(6) 2024, which involved the implantation of an afx2 bifurcated stent graft and an afx vela infrarenal device. During the final stages of the procedure, an aortic rupture occurred above the graft while ballooning, leading to the patient's death.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative, perforation, and resultant aortic rupture is confirmed. The death complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The complaint is likely user, procedure, and anatomy-related. Procedure-related harms are excessive blood loss, hemodynamic instability, surgical conversion, and explant of the device. The aorta and iliacs were heavily calcified which likely contributed to the rupture (anatomy-related). There was a massive perforation once a reliant balloon was advanced to the top of the proximal extension (non-device related). This was likely due to severe pre-existing arterial disease. The death could not be determined due to inconclusive information. The final patient status was reported as transferred to the intensive care unit for palliative care with expected death. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.